Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the hemolysis was most likely a result of patient condition as the patient had issues with left ventricular filling. The root cause of the access site bleeding was unable to be determined as the damaged introducer was not returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the patient experienced bleeding at the access site along with hemolysis. The clinical team decided to leave the introducer in place to achieve hemostasis. No further interventions were reported. The patient exhibited hemolytic urine and dialysate drainage, along with an elevated ldh level; however, details regarding treatment were unknown. Additional information noted care was withdrawn and the patient expired due to myocardial infarction.